Manufacturer narrative:
Complaint record coding of the reported event was updated. Therefore, this correction follow-up (1) report is being submitted accordingly for recoding of the reported event via h6 health effect: clinical and impact codes. Note: h6 component code and h6 investigation (type, findings and conclusion) remain unchanged.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced atrial fibrillation, hematuria and malpositioning of the device requiring intervention. Post coronary artery bypass graft and aorta valve replacement surgeries, the patient remained in the operating room for several hours related to bleeding and difficulty achieving hemostasis (related to the surgeries, not the impella device). The patient was eventually taken to the unit on impella mcs. Related to the surgeries bleeding event, the patient received 30 plus units of blood products and continued to be anemic. The following morning, the patient was given additional blood products. No source of active bleeding was visualized. No heparin products were received. The patient was just given nova7. The patient was taken for exploratory surgery related to the bleeding and additional blood products were given. The next day in the morning, it was noted that the patient went into atrial fibrillation and was treated with amiodarone and converted back to sinus rhythm. The patient complained of very blurry vision and the patients right eyebrow was higher than the left. The patient was evaluated. No further blood products were administered to the patient on this day. The results of the exploration surgery were unnoted. The patient continued on impella mcs. The following day, the patient was out of bed in the chair still with atrial fibrillation. One day later, the patient was noted again out of bed in the chair, and it was also noted the pump was withdrawn about one centimeter earlier in the morning of this day and the patient shortly began to experience hematuria. An echocardiogram noted the pump was still deep. Next steps were pending. There was no definitive word on timing for waiting or explant. Cardiothoracic surgery planned for a slow wean because of the patient¿s age and ejection fraction. Over the next couple of days, the patient was noted hemodynamically stable on support level p-3. The patient was successfully weaned, and the device was explanted with a survived outcome.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, hematuria, the cause was not determined due to insufficient clinical details. Device in wrong position, the cause of this complaint was not determined as well since it was unknown exactly when the pump went out of position. And regarding, paroxysmal atrial fibrillation, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.